Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and could not duplicate the reported malfunction. The device passed all testing.

Event description:
It was reported that a ventilator displayed an error code associated with a loss of ventilation. There was no report of patient involvement.